Manufacturer narrative:
Product analysis: analysis was not able to confirm the customer comment of a capturing dysfunction however the main printed circuit board was replaced as a preventive measure. It was noted that the lower case and two bail covers were broken, that the encoder flex and four knobs were contaminated, the ring was bent, the keyboard was scratched and it needed a battery drawer o-ring. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the product had been returned for service.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had a capture dysfunction. It was recommended that the epg be returned for service, but its current status is unknown. No patient complications have been reported as a result of this event.